Event description:
It was reported that the 6600 system had dark images. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.